Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: quivering, shaky, dizzy. A pt reported they were getting a message for over 6 months. Customer was still testing on the meter. Their meter allegedly would prompt redo check message. The result on their meter was 138mg/dl. No comparison. Treatment was unknown.